Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 780 hematology analyzer was leaking in the front right panel when attempting to run startup. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection and gloves at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed that the instrument was leaking in the right side of the diluter and noted that the source of the leak was a cut tubing going through pinch valve (vl54). This valve provides the pressurized sheath diluent needed to direct the sample stream through the flowcell. Fse replaced the cut tubing and verified repair per established procedures. Results met published performance specifications and no further leaking occurred. The root cause for the leak was a cut tubing going through the pinch valve (vl54). (B)(4).